Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the product was not returned, and the root cause could not be identified. However, it was estimated that b30 error likely occurred due to an abnormality in communication with the scope by adherence of foreign object or fluid on the electrical contacts. From the service manual, b30 error indicates scope communication error. Also, it is the message that appears in the case where hard development of the scope ID data fails (registry error occurs) and it was confirmed that it mainly occurs from adherence of foreign object or fluid on the electrical contacts. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac ensured the cv-190/clv-190 was off when connecting and disconnecting scopes. Tac instructed the customer to clean the scope connectors with an alcohol prep pad, allow to dry, ensure digital light cable was secured, clean the clv-190 socket with an alcohol prep pad, and attempt another scope. The customer opted to discontinue the troubleshooting and requested a field service engineer to be dispatched onsite. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display a b30 error when connecting the 190 scopes. There was no patient harm or user injury reported due to the event.